Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pocket was failure. The customer stated that the user managed to get medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket failed. The field service engineer (fse) had confirmed that the issue had been resolved by the facility's biomedical engineers. The troubleshooting was conducted at their end, but no details had been provided regarding how the issue had been resolved. The system functioned as intended after the facility's biomedical engineers troubleshot the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pocket was failure. The customer stated that the user managed to get medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.